Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. An ntw clip was inserted and advanced into the left ventricle (lv). However, the physician wanted to reposition the clip to a2/p2, so it was inverted and retracted into the left atrium (la). It was noted while retracting the clip, it interacted with chordae. It was removed from chordae without causing damage, but while in the la, it was observed the clip broke apart from the atraumatic spear point. The arm positioner was attempted to be turned as the clip was still in the inverted position, but resistance was felt. The clip was still attached to gripper or lock lines and was able to be pulled back to the tip of the steerable guide catheter (sgc). The sgc and the inverted clip were able to be retracted to the groin. Once to the groin, surgery was used to remove the clip. No additional clips were inserted, and the procedure was discontinued. Mr remained at a grade of 3-4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported broken actuator coupler was confirmed via device analysis. The reported arm positioner resistance, clip close inability, complete clip detachment, and difficult positioning in anatomy could not be replicated in a testing environment. Additionally, the l-lock tabs were noted to be broken and the hinge pin was observed to be separated. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult positioning in anatomy was due to procedural circumstances. The reported broken coupler and observed broken l-lock tabs appear to be related to troubleshooting the reported difficult positioning in anatomy. The reported clip close inability, arm positioner resistance, complete clip detachment, and observed separated hinge pin were cascading events of the reported broken coupler. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.